Event description:
In 2003, the patient was implanted with an extended lead vented electric left ventricular assist device (lvad). Shortly after implant the hospital reported that the lvad system controller reported two alarms, low stroke volume and high bus open. As a result of the alarms, hospital personnel exchanged the lvad system controller twice with the same result. Approximately two hours after device implant the lvad stopped pumping and produced only a noise as if the motor was still running with no contact to the pusher plate. After the lvad stopped hosptial personnel initiated pneumatic actuation of the lvad via the hand pump. The patient was then switched to a drive console and stroke volume limiter (svl) to continue pneumatic actuation of the device. The patient was supported via pneumatic actuation of the lvad until a decision was made to exchange the device for a new lvad. The patient had the lvad successfully exchanged/replaced in 2003. The patient remains on electric actuation with the replacement lvad while awaiting a heart transplant.